Manufacturer narrative:
Investigation of the returned device found the exposed portion of the soft cannula to be flattened. Fluid path testing found that this damage did not prevent fluid from flowing through the fluid path as intended. The timing and cause of the soft cannula damage could not be determined. The download data from the received device does not contain any timeouts or pulse width increases that would indicate a failure to deliver insulin. No drive stalls occurred, and no hazard alarms were generated during pod operation. Because it could not be when or how the external soft cannula damage occurred, it could not be conclusively determined if this damage contributed to the reported not sure delivering insulin event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose levels rose above 13.9 mmol/l (250 mg/dl) while wearing the pod between 37 and 48 hours. Investigation of the pod (completed 08-jun-2026) found a part of the cannula to be flattened. The device was originally reported on 08-mar-2026 as the patient was unsure the pod was delivering insulin. As treatment, a new pod was applied.